Manufacturer narrative:
EXEMPTION NUMBER: E2014038. TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 249 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED DATE OF DEATH AND EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS ((B)(6) 2016 - (B)(6), 2016) AND PATIENT FOLLOW-UPS ((B)(6) 2016 - (B)(6) 2016).

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY ((B)(6)). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO A SUMMARY OF OBSERVATIONS RELATED TO PATIENT DEATHS.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTED INFORMATION: SEX, NO EVAL EXPLAIN CODE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701524333-929-10,I,D,103,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-1119660-10,I,D,357,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-1119660-10,S,,297,,,;701524333-1218009-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-1595031-10,I,D,356,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-1641570-10,I,D,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-1641570-10,S,,,,,;701524333-1674401-10,I,D,169,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-1944307-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-2160291-10,I,D,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-2218109-10,I,D,112,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-2231731-10,I,D,156,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-2600963-10,I,D,308,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3043586-10,I,D,83,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3051968-10,I,D,3,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3069860-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3128339-10,I,D,5,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3234540-10,I,D,493,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3263757-10,I,D,375,CoreValve System - Transcatheter Aortic Valve ,MCS-P3-31-AOA,C53269;701524333-3263757-10,S,,,,,;701524333-3286309-10,I,D,290,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3305287-10,I,D,399,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3308944-10,I,D,53,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3322437-10,I,D,345,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3324122-10,I,D,25,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3327118-10,I,D,207,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3333941-10,I,D,120,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3338828-10,I,D,194,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3363011-10,I,D,280,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3365998-10,I,D,347,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3369205-10,I,D,166,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3369840-10,I,D,171,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3369892-10,I,D,164,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3373391-10,I,D,170,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3373391-10,S,,,,,;701524333-3377796-10,I,D,76,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3378893-10,I,D,291,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3379157-10,I,D,331,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3379664-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3382109-10,I,D,317,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3383190-10,I,D,124,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3384606-10,I,D,145,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3384919-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3389016-10,I,D,404,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3392765-10,I,D,174,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3394502-10,I,D,100,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3395485-10,I,D,237,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3402094-10,I,D,76,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3403809-10,I,D,316,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3405276-10,I,D,330,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3405435-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3405435-10,S,,,,,;701524333-3405677-10,I,D,388,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3407448-10,I,D,232,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3409577-10,I,D,74,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3410844-10,I,D,166,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3414194-10,I,D,214,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3414789-10,I,D,83,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3416908-10,I,D,298,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3419011-10,I,D,274,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3420391-10,I,D,229,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3422878-10,I,D,414,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3423676-10,I,D,323,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3424403-10,I,D,395,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3425249-10,I,D,121,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3425349-10,I,D,350,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3426423-10,I,D,265,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3427607-10,I,D,280,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3429002-10,I,D,289,CoreValve Evolut R - Transcatheter Aortic Valve; CoreValve System - Transcatheter Aortic Valve,EVOLUTR-29-US; MCS-P3-31-AOA-US,C53269;701524333-3430409-10,I,D,186,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3431164-10,I,D,94,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3432091-10,I,D,208,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3433138-10,I,D,143,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3433702-10,I,D,73,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3434719-10,I,D,448,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3434719-10,S,,,,,;701524333-3438765-10,I,D,374,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3439828-10,I,D,159,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3440308-10,I,D,277,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3440892-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3441539-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3442591-10,I,D,136,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3442743-10,I,D,187,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3443697-10,I,D,328,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3449972-10,I,D,238,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3451025-10,I,D,282,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3459538-10,I,D,299,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3467011-10,I,D,327,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3478112-10,I,D,156,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3482474-10,I,D,102,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3483141-10,I,D,71,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3486442-10,I,D,208,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3488694-10,I,D,342,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3489215-10,I,D,56,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3490592-10,I,D,274,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3490599-10,I,D,339,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3492343-10,I,D,123,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3492380-10,I,D,276,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3492516-10,I,D,294,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3492913-10,I,D,108,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3493455-10,I,D,267,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3494095-10,I,D,365,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3495448-10,I,D,68,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3495807-10,I,D,317,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3500419-10,I,D,256,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3502646-10,I,D,203,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3503431-10,I,D,97,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3507308-10,I,D,179,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA-US,C53269;701524333-3507467-10,I,D,259,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3508362-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3511360-10,I,D,221,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3514245-10,I,D,47,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3516389-10,I,D,228,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3520038-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3520042-10,I,D,119,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3525370-10,I,D,263,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3532196-10,I,D,355,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3542390-10,I,D,216,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3544071-10,I,D,277,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3545609-10,I,D,289,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3545623-10,I,D,154,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3550625-10,I,D,77,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3550692-10,I,D,194,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3563170-10,I,D,45,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3567227-10,I,D,214,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3570363-10,I,D,15,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3570363-10,S,D,,,,;701524333-3570842-10,I,D,191,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA,C53269;701524333-3580623-10,I,D,110,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3585116-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3595878-10,I,D,250,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3602842-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3603367-10,I,D,115,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3611103-10,I,D,283,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3643837-10,I,D,147,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3644197-10,I,D,140,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3653429-10,I,D,241,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3659672-10,I,D,165,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3659672-10,S,D,,,,;701524333-3661253-10,I,D,20,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3666701-10,I,D,99,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3676030-10,I,D,132,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3676383-10,I,D,135,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3683739-10,I,D,21,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3691914-10,I,D,29,CoreValve System - Transcatheter Aortic Valve,MCS-P4-23-AOA,C53269;701524333-3694714-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3697020-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3714603-10,I,D,45,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3714633-10,I,D,55,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3724728-10,I,D,86,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US,C53269;701524333-3727001-10,I,D,61,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3727001-10,S,,,,,;701524333-3734882-10,I,D,155,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3741349-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3755167-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3758152-10,I,D,18,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3760171-10,I,D,68,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3760914-10,I,D,98,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3766482-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3766482-10,S,,18,,,;701524333-3767021-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3767784-10,I,D,38,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3767817-10,I,D,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3772508-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3774110-10,I,D,48,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3775562-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3775562-10,S,,,,,;701524333-3783095-10,I,D,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3784912-10,I,D,49,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3785967-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3788478-10,I,D,152,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US,C53269;701524333-3789355-10,I,D,159,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3789762-10,I,D,11,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3789811-10,I,D,149,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3791637-10,I,D,36,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3792250-10,I,D,31,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3796241-10,I,D,110,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3802901-10,I,D,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3802983-10,I,D,102,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3805666-10,I,D,23,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3805705-10,I,D,30,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3808861-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3808861-10,S,D,,,,;701524333-3811957-10,I,D,9,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3812132-10,I,D,14,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3818148-10,I,D,13,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3820037-10,I,D,18,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3820340-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3821577-10,I,D,31,CoreValve System - Transcatheter Aortic Valve,MCS-P3-29-AOA-US,C53269;701524333-3822706-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3822706-10,S,D,,,,;701524333-3823757-10,I,D,100,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3824193-10,I,D,35,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3824748-10,I,D,62,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3829187-10,I,D,63,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3830963-10,I,D,44,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US ,C53269;701524333-3831091-10,I,D,40,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3833068-10,I,D,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3836048-10,I,D,75,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3836165-10,I,D,12,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3839130-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3840943-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3841638-10,I,D,43,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3842166-10,I,D,17,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3842664-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3843161-10,I,D,66,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA,C53269;701524333-3843433-10,I,D,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3843473-10,I,D,11,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3844154-10,I,D,65,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-26-US,C53269;701524333-3844154-10,S,,,,,;701524333-3844483-10,I,D,2,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US,C53269;701524333-3844845-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3845796-10,I,D,20,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3845796-10,S,,,,,;701524333-3849174-10,I,D,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3849220-10,I,D,8,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3849743-10,I,D,10,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3849757-10,I,D,10,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3849985-10,I,D,6,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3850376-10,I,D,34,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3855375-10,I,D,104,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3856892-10,I,D,13,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3860241-10,I,D,4,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3861409-10,I,D,135,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3865026-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3865829-10,I,D,6,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3865829-10,S,,,,,;701524333-3865850-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3870787-10,I,D,97,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-26-US,C53269;701524333-3872472-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3873137-10,I,D,37,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3875085-10,I,D,27,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US; EVOLUTR-29-US,C53269;701524333-3876466-10,I,D,19,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3876976-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3877534-10,I,D,Not reported.,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3877534-10,S,,28,,,;701524333-3877847-10,I,D,34,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US,C53269;701524333-3880446-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3882079-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3886350-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3887155-10,I,D,60,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA,C53269;701524333-3888352-10,I,D,Not reported.,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3889632-10,I,D,9,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3899914-10,I,D,28,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3901339-10,I,D,37,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3901475-10,I,D,58,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US ,C53269;701524333-3901548-10,I,D,57,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3902349-10,I,D,7,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3905157-10,I,D,22,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3905530-10,I,D,3,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3906859-10,I,D,84,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US,C53269;701524333-3907844-10,I,D,54,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3907858-10,I,D,105,CoreValve Evolut R - Transcatheter Aortic Valve ,EVOLUTR-29-US ,C53269;701524333-3908375-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3909328-10,I,D,30,CoreValve System - Transcatheter Aortic Valve,MCS-P3-26-AOA-US,C53269;701524333-3909816-10,I,D,16,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269;701524333-3911378-10,I,D,39,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-23-US,C53269;701524333-3912450-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;C62876;701524333-3912499-10,I,D,60,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3912753-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3912753-10,S,,,,,;701524333-3913136-10,I,D,16,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3914773-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3916162-10,I,D,15,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;701524333-3916477-10,I,D,1,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-26-US,C53269;C62876;701524333-3916922-10,I,D,0,CoreValve Evolut R - Transcatheter Aortic Valve,EVOLUTR-29-US,C53269;701524333-3916922-10,S,,,,,;701524333-3916964-10,I,D,1,CoreValve System - Transcatheter Aortic Valve,MCS-P3-31-AOA-US,C53269

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.